Event description:
When drawing up medication, the stopper breaks off a small piece and ends up in the tip of the needle. Countless anecdotal accounts from nursing staff regarding needles coring rubber stoppers of vials. Approx eight samples of coring were provided to the co account rep.